Event description:
Procedure performed: na (before use). Event description [facility] hospital. This is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: there was no nylon cord on cd004 and the pouch could not be closed. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The nylon cord had been cut and was inside the pouch. The unit will be returned to amr for further evaluation. Admin# (B)(4). Product is available for return: 1 package, 1 introducer, 1 bag. Intervention: the case was completed with the new one. Patient status: na (before use).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bag not closing as a portion of the cord loop was missing and holes were observed at the proximal end of the bag. It was also noted that the cord was cleanly cut. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a sharp instrument that came in contact with the bag and cord loop. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: na (before use). Event description [facility] hospital. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: there was no nylon cord on cd004 and the pouch could not be closed. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The nylon cord had been cut and was inside the pouch. The unit will be returned to amr for further evaluation. Admin#: (B)(4). Product is available for return: 1 package, 1 introducer, 1 bag. Intervention: the case was completed with the new one. Patient status: na (before use).